Event description:
It was reported that the patient underwent a tlif at l5-s1. It was reported that during screw insertion the patient¿s blood pressure dropped and the surgery was aborted and cardiac compressions were performed. It is believed by the anesthesiologist that the patient suffered a pulmonary embolism.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.